Event description:
It was reported that the patient was hospitalized for headaches, csf leakage, and had a chiari wound exploration due to a pseudomeningocele.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.